Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump passed the rewind, basic occlusion, prime and displacement test. No motor error alarm noted. Motor passed motor test. The insulin pump was received with a cracked display window corner, reservoir tube lip, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.